Manufacturer narrative:
This event occurred outside (B)(6). All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that the defib conductor was distorted, there was blood in/on the helix/lobe mechanism and damaged at implant.

Event description:
It was reported that during the implant attempt, the lead became stuck in the sheath during insertion, an attempt was made to remove and re-insert the lead. During this attempt it was noticed that the coil was "not complete". The lead was not implanted. No patient complications were reported as a result of this event.

Event description:
It was reported that during the implant attempt, the lead became stuck in the sheath during insertion. An attempt was made to remove and re-insert the lead. During this attempt it was noticed that the coil was "not complete". The lead was not implanted. No patient complications were reported as a result of this event.